Manufacturer narrative:
Trapliner was returned to investigation. The manufacturing records were reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications. The event description states trapliner broke prior to use on patient. Blood particulates were found on the catheter. Weld joint separation was observed. The damages are likely to have occurred during handling in procedure. Per IFU it states the following precaution: exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested form the account. A response was received. Procedure was completed with a different device. Patient condition is fine post procedure. Based on the information and returned product evaluation, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
Follow-up report will be submitted following investigation.

Event description:
As reported: trapliner broken just before halfpipe prior to use on the patient.